Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) of a patient whose indication for use is movement disorders reported via manufacturer representative (rep)that the patient "crashed" after dns programming in regards to her mini-med pump. It was unknown if issue was resolved at the time of reported. Five days later, the hcp further reported that the cause of interaction was unknown. The insulin pump pass was affected and patient's major blood sugar was going down. It was indicated that the dbs impedances was within normal limit. Therapy level was good and there was no new problem. The patient's blood sugar was at 61 and patient reported never had it this low . The n vision was placed approximate 18 inches away and this affected the insulin pump delivery.